Manufacturer narrative:
A ge service rep performed an on site investigation. A calibration was performed on the 5v power supply. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed console and communication errors. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.